Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wrap with struts raised. There was misalignment of the 3rd and 4th stent wraps with struts slightly raised. There was slight deformation to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required an endeavor sprint stent due to an acute myocardial infraction. No abnormality was noted during inspection prior to use. Lesion was pre-dilated. Resistance was noted advancing to the lesion, excessive force was not used. During the procedure the device could not cross the lesion. The physician replaced the device with another stent to complete the procedure. No patient injury reported. When the device was returned to the manufacturing facility for evaluation, the stent was noted to be damaged. Analysis of the returned device confirmed damage to the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.